Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions device deficiency or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
Initial report had incorrect date in 'date received by MFR' section and correct date has been provided with this report, because customer reported low blood glucose level of 42 mg/dl on (B)(6) 2020. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 42 mg/dl. Customer had blood glucose level of 121 mg/dl. Customer stated that the continuous glucose monitor went off on 54 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.